Event description:
The screen went blank and the ventilator shut off. Pt turned blue, 911 called. Ventilator started pt placed back on ventilator, pt ok.

Event description:
There were no alarms reported.